Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected five opened/used enlite sensors and performed visual inspection. Found one of five sensor cannulas to be broken. The remaining sensors performed bicarbonate buffer test, and found one of four failed per specification with low readings. Three remaining sensors passed per specification with accurate readings. Unable to confirm the adhesive anomaly due to the product being returned opened/used.

Event description:
Customer reported that his sensor is not working. Customer stated that three weeks ago he took out his sensor and cannula was shorter. Blood glucose level was 101mg/dl. Nothing further reported.